Event description:
A report was received that the pt developed a hematoma following a implant procedure. The physician removed the hematoma and explanted the pt's system. The pt was prescribed IV and oral antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.